Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hyperglycemia with blood glucose (bg) levels of 334 mg/dl. The user corrected the event by changing the infusion site. The user did not require hospitalization, medical intervention, or outside assistance. No long-term health effects were reported.